Event description:
A customer reported that a system shut down on its own and the aspiration was fluctuating in the irrigation / aspiration mode during a procedure. The procedure was completed after the system was rebooted. There was no patient harm.

Manufacturer narrative:
A site visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).